Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause has been determined to be use/user error as the device was used for a venogram. The dfu states that: xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus . (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the iliac vein. A 16-6/5.8/75 xxl¿ esophageal balloon catheter was advanced to predilate the target lesion. During first inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.